Manufacturer narrative:
Visual and optical examination did not identify any material or functional issue with the instrument tip. No cracking, breakage, missing components, or misalignment of the jaws identified. Functional evaluation revealed no issues with the instrument.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pivoting pin is broken off from the instrument. Although the instrument was used in surgery, no patientcomplications were reported.